Event description:
It was reported in per form that this right atrial (ra) lead was repositioned due to dislodgement issues. It was detected while the patient was still in the hospital via telemetry. No additional adverse patient effects were reported.